Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities it was reported that the patient experienced an infusion set adhesive issues on (B)(6) 2026: once per box, the infusion set fell off during use. Few lipohypertrophy/pump bumps were noted on the abdomen; the patient replaced the infusion set and successfully resumed insulin delivery. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.